Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high and unstable capture threshold were observed on the atrial lead. The device was explanted and replaced to resolve the atrial lead issue and the lead remains implanted. No alleged malfunction was noted on the device. The patient was in stable condition.